Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6 corrected: h4. Complaint sample was returned and evaluated against the reported event. Visual examination of the returned product identified the plastic tip of the instrument fractured. Item was sent to sem for fracture analysis: the returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. Fracture surface artifacts of river lines and hackle marks indicate overload failure. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the grey tip of the impactor fractured. The impactor fracture did not result in any patient injury. Attempts have been made and additional information on the reported event is unavailable at this time.